Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer reported blood glucose value of 68 mg/dl and sensor glucose value was 123 mg/dl at the time of incident. The hypoglycemic event was treated with glucose and carbohydrate intake. The event involved product(s) unknown sensor, mmt-1884, mmt-377a, mmt-332a. Troubleshooting was not performed for hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for difference between glucose values. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended. And also found that the customer under medication of the tylenol 500mg. No further patient complications were reported. Products unknown sensor, mmt-1884, mmt-377a, mmt-332a were not expected to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.